Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and refractive surprise was observed. The lens was exchanged for a shorter length lens with a different diopter and the problem resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
Corrected data: d4 - primary unique device identifier number: (B)(4). H6 - medical device problem code (a): 2993. Additional information: b1 - adverse event. B2 - required intervention to prevent permanent impairment/damage. B5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and refractive surprise was observed. The lens was exchanged for a shorter length lens with a different diopter and the problem resolved. Cause of the event is reported as unknown. D6b - explant date: (B)(6) 2024. H1 - serious injury. H6 - health effect - impact code (f): 4629. H3: device evaluation - lens was returned dry in microcentrifuge vial. Visual inspection found haptic broken. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Additional comments noted "unable to perform length measurements due to significant lens haptic damage." H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. H11 manufacturer narrative - refractive surprise: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and refractive surprise was observed, the lens remains implanted. Cause of the event is reported as unknown.